Manufacturer narrative:
It was reported that the device displayed the message system volume too small during the internal leakage test. Information was received that the issue only occurred ones in the fukuda workplace and did not reoccur again. The event can be confirmed by the review of the received ventilator logs. When working and troubleshooting the servo-air device, if the outer shell have been dismounted and the turbine module is reconnected, the inspiratory flowmeter can in some cases be pushed backwards, leading to a poor docking between the turbine module and the inspiratory flowmeter. When this happens, the internal leakage test will fail and display the same error code 2 as found in the received device logs. The part was returned to for investigation and pre-use check was passed successfully. The reported issue could not be reproduced. The cause to the reported issue cannot be established.

Event description:
Manufacturer ref# (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).